Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not a high energy user, yet the ipg reached end of life. It was noted that the patient previously had a mole removal not far from the battery and was unsure of cautery used. The patient underwent an explant procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Sc-1432 sn: (B)(6) the returned ipg was analyzed and cut open, revealing a low vh resistance. With all the available information, boston scientific concludes the reported event was confirmed. The ipg was received in the end of service (eos) state, although it had issues linking to the remote control (rc) until the yack tool was used to extract the memory and a reset was performed to enable linking. Data log analysis showed the patient battery lifetime was calculated at 5 months and 23.9 days, with an average energy use index (eui) of 62.4. Electrical testing indicated an electrical short within the application-specific integrated circuit (asic). This type of damage is typically caused by exposure to high voltage transients, high current sources, and high radio frequency (rf) energy, such as from electrocautery. Therefore, the probable cause of this investigation identified an end-of-life problem and unintended use error that contributed to the event.

Event description:
It was reported that the patient was not a high energy user yet the ipg reached end of life. It was noted that the patient previously had a mole removal not far from the battery and was unsure of cautery used. The patient underwent an explant procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.